Event description:
It was reported that the customer received an email indicating that their pump alarms might stop functioning, and they believed the alarms were indeed not working. There was no adverse impact to the customer¿s blood glucose level. Technical support was contacted to continue assistance, but no additional information was received regarding the outcome of the event.